Event description:
They customer had a power failure followed by an incubator bath level too low alarm. They swapped the black water tank and performed monthly maintenance. The next shift came in and completed the daily set up and upon running the qc, the results were either too high or too low. The qc was repeated and was still out of range. Calibration was performed and qc was retested and all were in range. The customer then received questionable low calcium results for four patient samples. The customer discovered that the reagent probe was dripping. Of the data provided, only the results for one patient were discrepant and reported outside the laboratory. The initial result was 7.0 mg/dl and the repeat result on another cobas c501 analyzer was 9.9 mg/dl. The repeat result was believed to be correct. The customer did not know if the patient was adversely affected. The patient had been discharged from the emergency room when the tech called with the updated result. The calcium reagent lot number and expiration date were requested, but were not provided. The field service representative found there was a fluidic failure of a valve due to a blockage that was stopping the valve from closing. He cleaned the valve assembly and the customer ran calibration and qc with results within specification.